Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the attempted implant procedure, the screw would not deploy in the body. The lead was removed and the screw deployed on 20 turns but jumped with excess torque. It was also reported that the lead encountered the same issue with 2 more deployment attempts. The lead was replaced with a different lead. No patient complications have been reported as a result of this event.